Event description:
It was reported that the patient experienced telemetry issues. Both stimulators were in overdischarge. The cervical battery had been in overdischarge for 3 months. The patient stopped using the battery 3 months ago for no apparent reason. A power-on reset condition was later reported, and the patient scheduled an appointment for a physician-mode-recharge for (B)(6) 2011. The lower back battery had been in overdischarge for over a year. It was later reported that the battery had been depleting consistently within 48 hours after a full recharge, so the patient got frustrated and stopped using it approximately 1.5 years ago. The patient had met with multiple representatives and no-one could identify anything wrong with the battery. The hcp decided to replace the lower back battery, and the plan was to schedule a replacement for late (B)(6) 2011. Additional information has been requested, but was not available as of the date of this report. Refer to manufacturer report #3004209178201108040.

Manufacturer narrative:
(B)(4).